Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy, capsular contracture, and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma; large "lymph nodes in both axillae".

Event description:
Patient reported left side "capsular contracture grade IV," "swelling", "pain", "encapsulation", and "recall". Patient representative reported ¿seroma, mass or hardening adjacent to the breast implant,¿ ¿daily intense pain, hardening and deformities of the breasts have affected the patient's basic routine and that after the onset of pain symptoms, swelling and information about recall, the patient began an intense crisis of panic and anxiety.¿ large "lymph nodes in both axillae" was also reported and not device related. Additionally reported was "hypoechoic nodule" which has been deemed not related to the device. The device remains implanted.